Manufacturer narrative:
Philips has investigated this complaint. Customer reported to philips that the system large display monitor was not working. The philips field service engineer (fse) visited system onsite and performed troubleshooting but could not reproduce the monitor issue. The fse confirmed that the system did not have monitor issue but had only geometry issue, which was addressed in another case. The system returned to use in good working condition. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Additional information confirmed that there was no reported monitor malfunction in this case. Based on the investigation results, philips concluded that the complaint is not reportable. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's large monitor was unable to display images. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.